Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator battery does not work. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips field service engineer (fse) noted that the battery was checked and replaced, the fse then reported that the operation was checked and that the parameters are correct. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
H10: the key market reported that there was no patient connected to the device when the issue occurred. No patient or user harm reported.